Manufacturer narrative:
H3, h6: the reported device was received for evaluation. A visual inspection revealed that the two returned devices show no manufacturing abnormalities. On device one fluid is in the fluid line. Electrodes have been heavily used. Two electrodes have eroded. The wand is bent. Bio debris is present. On device two fluid is in the fluid line. Electrodes have been heavily used. Two electrodes have eroded. The wand is bent from use. Bio debris is present. The two devices were received together out of the original packaging. No packaging returned. A functional evaluation was performed on the returned device and found that when plugged into the controller they registered settings (7,3). Coagulation and plasma were generated, on both, with the available electrode pieces. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause has been associated with unintended use of the device. Factors that could have contributed to the failure include (1) hitting the device tip against a hard surface. (2) using the device as a lever to enlarge surgical site. (3) mechanical displacement of tissue through applied force. (4) activating the device above recommended settings for prolonged periods of time. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Event description:
It was reported that the metal wire of two evac 70 xtra broke. There was a smith and nephew back up device. It is unknown whether the event happened during surgery and if there was patient involvement and if there was a delay.